Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. Identification of issue has been done by analyzing problem description, service report and device¿s logs. Based on technician statement, the control printed circuit board was found defective and it was replaced to resolve the problem. The issue was decided to be reported as defective control pcb may lead to stop of ventilation. There was no patient involvement. Unfortunately, the claimed part was not available for further analyze. Therefore, the root cause of the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 11/26/2013; corrected manufacture date: 11/27/2013.

Event description:
Manufacturer's ref. #: (B)(4).